Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that his stimulator got infected and they took it out about a month after it was implanted. The patient stated he was in the hospital for four days due to the infection. The patient thought the infection was due to a small opening in the incision. A new stimulator was scheduled to be implanted (B)(6) 2020. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was confirmed that the device was removed on (B)(6) 2019 and replaced on (B)(6) 2020. The infection was due to an issue with the surgical wound. The event resolved. No further complications were reported.